Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 416mg/dl. Patient did not have hyperglycemic symptoms and did not take any insulin because patient didn't think the suspect device was right. Patient went to the hospital and their blood glucose was 56mg/dl on a hospital meter. Patient was then treated with a dextrose IV and given food, then kept for observation. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.